Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the self test, and no display anomaly was noted. However, the pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
It was reported that the customer was unable to read the display on the insulin pump. The customer's blood glucose level was 104 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.